Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope and their implanted device and right ventricular (rv) lead exhibited oversensing of right atrial (ra) pacing signals, which resulted in pacing inhibition. The physician indicated the syncope was caused by the pacing inhibition. Additionally, it was noted that there were noisy signals on the right atrial (ra) channel with pocket manipulation. The device was reprogrammed, which resolved the oversensing and pacing inhibition. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating this device was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p) from another manufacturer. No additional adverse patient effects were reported.